Event description:
It was reported that 15 minutes after implant the search av feature still would not run. Implant detect was manually turned off. The technical consultant stated that search av runs 60 minutes after the end of implant detect, and that turning it on and off may cause it to run during implant detect. Follow-up did not yield any additional relevant information regarding this event. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.